Manufacturer narrative:
The serial number of the customer's cobas 8000 c702 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable albumin gen.2 (albt2) results from two urine patient samples tested on the cobas 8000 c702 module. The reporter stated that the initial test results were occasionally lower than the true result and that the patient samples were not automatically rerun because the prozone check criteria were not met. The reporter stated that the incorrect results were reported and that results from reruns using diluted patient samples were again reported to the clinical and patient departments. Sample 1: on (B)(6) 2024: the initial result was 36.8 mg/l. The first repeat result with the patient sample at 1:20 dilution was 7000 mg/l. On (B)(6) 2024: the second repeat result was 26.4 mg/l with an invalidating data flag. The third repeat result was 40.7 mg/l with an invalidating data flag. The fourth repeat result was 30.6 mg/l with an invalidating data flag. The fifth repeat result was 47.7 mg/l with an invalidating data flag. Sample 2: the reporter stated that the urine patient sample was separated into individual hitachi cups. The reporter was not able to state which results were from diluted patient samples. On (B)(6) 2024: the initial result was 95.9 with an invalidating data flag. The first repeat result was 4880.8 mg/l. The second repeat result was 119.9 mg/l. The third repeat result was 123.1 mg/l. The fourth repeat result was 106.0 mg/l with an invalidating data flag. The fifth repeat result was 4981.4 mg/l. The sixth repeat result was 108.7 mg/l with an invalidating data flag. The sixth repeat result was 4898.5 mg/l. The seventh repeat result was 110.1 mg/l with an invalidating data flag. The eighth repeat result was 5026.3 mg/l. The ninth repeat result was 239.1 mg/l with an invalidating data flag. The tenth repeat result was 5019.3 mg/l.

Manufacturer narrative:
Medwatch fields d. Device identification was updated. The investigation reviewed the reaction kinetics provided by the customer and determined the event was consistent with a sample-specific issue and insufficient reaction cell maintenance. The customer stated there were no other issues after they replaced the cells. Based on the information provided, the investigation did not identify a product problem. The specific cause of the event could not be determined.